Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose was elevated (value not provided). Customer changed pump supplies and resumed pump therapy. Upon follow customer declined tandem technical support's offer to troubleshoot and customer declined to provide further information.